Event description:
The customer reported that they can't get the red x to disappear. There was no adverse patient impact reported.

Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported that they can't get the red x to disappear. There was no adverse patient impact reported.